Event description:
Patient instructed on pump use to maintain milk supply. Patient denied pain. Nurse leaves the room to allow for privacy. Patient notices blood in milk and calls lactation consultation to the room. Large blood filled blisters were noted on the patient's nipple. Patient stated she thought the pain was normal with pumping. Diagnosis or reason for use: breastfeeding. Event abated after use stopped or dose reduced: yes.